Event description:
The patient had no complaints prior to beginning dialysis treatment pre temp 97.8 bp 160/70. The patient complained of nausea and chills 1 hour 40 minutes into dialysis treatment t99.8 bp 168/58. No shaking or regors were apparent. Patient was also receiving idpn without lyeds at time of incident. Idpn indusion was stopped but dialysis treatment continued. Blood cultures were drawn. Patient became hypatensive later in dialysis bp 116/50 ultrafeltration into 0.4 pt. Had no weight gain between dialysis treatments.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.